Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was unable to perform functional test due to keypad anomaly. The pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that they experienced damage on the insulin pump. The customer's blood glucose value was 118 mg/dl. The customer reported a crack on the screen, which made it hard to read. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.